Event description:
The pharmacist at the hospital, alleged the following event: "the actual size of the screw in the box did not correspond to the size indicated on the packaging and on the pt label."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.